Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. Following stent placement, a 4.50mm x 12mm nc emerge® balloon catheter was advanced to perform post dilatation. The balloon was initially inflated at 12 atmospheres; however, on the second inflation at 14 atmospheres, the balloon ruptured and leak was found at the shaft part. The procedure was completed with a different device. No patient complications nor patient injury were reported.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The balloon was loosely folded. There is blood in the inflation lumen and balloon. The outer shaft, inner shaft, balloon and tip were microscopically examined. The tip is damaged. There are numerous hypotube and shaft kinks. There is a hole in the shaft 108cm from the hub. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. Following stent placement, a 4.50mm x 12mm nc emerge® balloon catheter was advanced to perform post dilatation. The balloon was initially inflated at 12 atmospheres; however, on the second inflation at 14 atmospheres, the balloon ruptured and leak was found at the shaft part. The procedure was completed with a different device. No patient complications nor patient injury were reported.